Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with multiple episodes of ventricular fibrillation due to intermittent lead noise. Lead was capped and replaced without complication.